Event description:
According to the reporter, the defibrillator does not charge and the monitor display is blank but the ECG prints out on the printer. There was no report of a pt use at the time of the event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.